Manufacturer narrative:
The device history record was reviewed and showed the product met manufacturing specifications and was accepted in the qa inspections. Sample analysis could not be performed as the sample was not returned to kimberly-clark. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report from the (B)(6), stating "patient had tracheostomy (size 9.0) performed during the day so a trach in line suction was attached 14f. Suction approx 16 hrs old, item has been kept. Nurse introduced catheter and on pulling out noticed resistance ++, got approx a third of way when catheter became detached (distally to the pt) by the suction 'button'. Catheter still housed in plastic sheath, nurse pull rest of catheter out by hand. In line disconnected, pt hand ventilated. No harm to patient." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).